Manufacturer narrative:
(B)(4).

Event description:
It was reported via voluntary medwatch that guide wire fracture occurred. The target lesion was located in the coronary artery. After a 182cm choice¿ guide wire entered the guide catheter, the guide wire broke. A low profile bsc balloon was advanced and inflated pinning the wire in place inside the catheter, and the balloon, guide catheter were removed along with the broken guide wire piece. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: unit returned with its original pouch. The guidewire was returned broken at 71 cm form the proximal section (distal tip was not returned). Also it is kinked near to proximal section. Overall length of the guidewire couldn't be measured due to the device condition. Outer diameter (od) of distal tip and polymer section couldn't be measured due to the device condition. Od of the middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via voluntary medwatch that guide wire fracture occurred. The target lesion was located in the coronary artery. After a 182cm choice guide wire entered the guide catheter, the guide wire broke. A low profile bsc balloon was advanced and inflated pinning the wire in place inside the catheter, and the balloon, guide catheter were removed along with the broken guide wire piece. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was okay.